Event description:
It was reported that customer experienced continuous glucose monitor error involving g7 sensor and needed assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform complete pump reset, and after reset no further error occurred and customer successfully started new sensor session.